Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)'s lower knob was broken as the upper case was broken at the lower knob (menu dial knob). It was noted that the atrial output connector, the encoder assembly and one knob were contaminated. It was further noted that the hanger assembly was broken and the lower case was damaged. In addition, the display wire insulation was pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower knob of the external pulse generator (epg) was broken. There was no patient involvement.